Event description:
Reportedly, during incoming inspection at the distributor on 09 july 2019, damage was observed on the outer box for the subject lead. Preliminary analysis of the returned lead confirmed that the outer box was damaged on a corner.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, damage was observed on the outer box for the subject lead. Preliminary analysis of the returned lead confirmed that the outer box was damaged on a corner.